Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during atrial lead repositioning, the left ventricular configuration was changed to improve the pacing capture threshold of the left ventricular lead.